Event description:
The ventilator alarmed and shut down while in use on a pt. The audible alarm "ventilator failure" was displayed on the ventilator alarm screen. The pt was manually ventilated until the malfunctioning unit was replaced with a functioning ventilator. There were no further problems in ventilating this pt. Biomedical engineering found a defective servo control on the ventilator.